Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: stent: 3.0 x 15 mm, 3.0 x 23 mm xience alpine. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.75 x 28 mm, 3.0 x 15 mm and a 3.0 x 23 mm xience alpine stents were implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-hospitalized with unstable angina. Treatment was provided and the patient was discharged to home. No additional information was provided.